Manufacturer narrative:
Information contained in this report was previously submitted through psr on 18 apr 2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: underweight, opening, brown particles on the surface of the shell, non-penetrating nicks. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and capsular contracture, baker grade ii/iii.

Event description:
Patient reports "ruptured implants, silicone migration " on left side. Additionally, the event of capsular contracture, baker grade ii/ii has been added. Device has been explanted.